Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00319 on 16jun2020. Additional information (30jun2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse noted that the sample dispense port on the incubation ring was dirty. The sample dispense port was cleaned and the system was fully operational upon departure. Siemens concluded that the potential cause is the dirty sample dispense port. There is a potential that residue from the dirty sample dispense port could have dropped into a cuvette during sampling thus affecting the true results of the sample. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A discordant, falsely elevated high-sensitivity troponin I (tnih) patient result was obtained on an advia centaur xpt instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument twice and again on an alternate advia centaur xpt instrument. The repeat results were considered correct, but it is unknown which result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated high-sensitivity troponin I (tnih) patient result.